Manufacturer narrative:
(B)(4). Batch # t94998. Investigation summary: the device was returned with the bottom portion of the I-blade broken off not returned. In addition, the electrode and ceramic were not damaged as reported. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a total laparoscopic hysterectomy, the I-blade was broken off. The device was used roughly because the target tissue was very hard due to endometriosis. After using the device, the electrode was broken off when the device was cleaned strongly. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.